Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery voltage was 2.5653 volts on (B)(6) 2016. Eri had not been triggered.

Event description:
It was reported that the patient received inappropriate therapy. The lead had an lead integrity alert (lia) for non-sustained ventricular tachycardia episodes, sensing integrity counter (sic) and increased impedance. The multiple shocks caused the device battery to deplete rapidly. The lead was capped and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.